Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen pegged tibial component, catalog #: 00597003501, lot #: 62580095, bone cement, catalog #: 00110202200, lot #: 62618641, nexgen pegged tibial component, catalog #: 00597003501, lot #: 62638441, nexgen all polyethylene patella, catalog #: 00597206629, lot #: 62257591. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00026, 0002648920-2018-00137. Remains implanted.

Event description:
It was reported that the patient is experiencing discomfort and component loosening, which will require a revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that patient was revised due to loosening.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.